Event description:
It was reported that pt experienced a loss of therapeutic effect. The stimulator was in a power on reset (por) state. The battery measurement was 2.69v which was an acceptable measurement. The health care professional successfully reprogrammed the stimulator. The pt received good stimulation. The pt was seen by the manufacturer representative a week later. He had received stimulation relief since last follow up visit. Longevity calculations were estimated using the current battery settings. The battery longevity was estimated to be approx 50+ months. The representative noticed the por message after device interrogation. The pt had not been around any causes of electromagnetic interference (emi). The representative cleared the por and reprogrammed the pt. The pt was sent home. Four days later, the pt met with a manufacturer representative. A por condition had occurred again. According to a longevity calculation, the stimulator should not be at end of life (eol). All impedances were acceptable. The representative sent the pt home, and instructed the pt to keep a journal of events if a por occurred again. It was recommended that if another por occurred, turn the device on and let it run for awhile to get a more accurate battery measurement.

Manufacturer narrative:
See scanned page.